Event description:
On (B)(6), 2010, (B)(6), nurse at (B)(6), provided additional information regarding this event. (B)(6) indicated that during a da vinci s prostatectomy procedure the console surgeon observed arcing coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. The arcing caused a burn to the patient's bowel and although the surgical staff determined that the burn was not significant, the console surgeon repaired the burn as a precaution. (B)(6) reported that no post-operative complications have been experienced by the patient. (B)(6) also mentioned that the valley lab force fx esu fulgrate setting was set to 50w during the time of the event.

Event description:
It was reported that during a da vinci s surgical procedure the black cover that covers the wires of the monopolar curved scissors (mcs) instrument broke off, however, nothing fell into the patient. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the mcs tip cover accessory, which was installed on the mcs instrument during its return for evaluation.

Manufacturer narrative:
The instruments and accessories user manual specifically states: - warning: do not exceed the 3kv peak limit. Doing so may result in electrical arcs and alternate site burns. - warning: use the lowest power setting possible for the minimum time necessary to achieve the desired effect. - warning: never increase the power settings without first checking both the active electrode and the patient return electrode and their connections. Use the active electrode or forceps only for the minimum time necessary to achieve the desired surgical effect in order to minimize the possibility of burns. - warning: excessive power levels may result in instrument malfunction and possible patient or user injury. Reduce power setting if any of the following effects are observed: excessive arcing, excessive tissue charring, excessive overheating of end effector (e.g., end effector glowing red). The instruments and accessories user manual also indicates the corresponding maximum esu power settings to stay below the 3kv limit are as follows for the valleylab force fx esu: coag desiccate mode - max power setting is 120 watts coag fulgrate mode - max power setting is 38 watts coag spray mode - max power setting is 25 watts.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black cover that covers the wires has broken off and the tube extension is dislodged from the main tube. The entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. The instrument was returned with a tip cover installed. Engineering evaluation of the tip cover observed a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is approximately .010 in diameter and located .185 above the silicone to sleeve interface. There are also multiple mechanical tears in the silicone at various locations, including a tear at the distal tip. No other damage was found.